Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center light intensity of main lamp was too low to distinguish tissue. On inspection found device video processor was giving yellowish light out from the light source. The issue occurred during turis (transurethral resection in saline) and the procedure was completed using the same set of equipment. There were no reports of patient harm or impact associated with this event.